Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor errors, buttons were hard to press or sticky. It was reported that the insulin pump had rejected new battery, dimmed back light, unexplained no delivery alerts, grinding while rewinding, screen had haziness. No harm requiring medical intervention was reported. Troubleshooting was declined. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected back light anomalies noted. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window, battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).